Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 4.00 x 38 synergy ii drug-eluting stent was advanced to treat the lesion. However, during the procedure, the stent became flared before being deployed. The device was removed from the patient's body and the procedure was completed with a 3.5x38mm synergy stent. No patient complications were reported and the patient's status was fine.